Event description:
It was reported that the implantable cardioverter defibrillator (ICD) reached elective replacement indicator earlier than expected. It was also reported that there was increasing pacing impedance over 3000 ohms and the patient alert sounded. The ICD and lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: (B)(4): no anomalies found, however there was outer insulation cosmetic depression, blood noted on the distal electrode, cosmetic environmental stress cracking; full lead returned and analyzed. Review of performance data found high impedance.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.